Event description:
During repair, factory service identified defib charge fail events through the device's log. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. This complaint originally was not reportable, but during repair, through the devices log that a "defib charge fail" error code was identified. Evaluation by welch allyn could not confirm a malfunction with the device. The investigation isolated the cause of this failure to two possible components. A fuse was found to have an excessive resistance value and a connector/pad on the defib to main board cable was found to be damaged where contact could become intermittent. Both of these components are part of the device's charing circuitry and either could cause or contribute to the error code identified. The fuse's material was degraded sufficiently that, upon removal, came apart in pieces. The fuse and cable were replaced and the device passed testing with no indication of failure. The conclusion of the investigation is that the actual cause of the error code could either or a combination of these components. A review of previous repairs indicates two occurrences failures for the fuse and two failures for the cable. This identifies the frequency of these problems appearing in distributed devices are very rare, occurring at an annualized rate of 0.012%. The device was fully inspected and passed all performance and release testing.